Event description:
Clinical adverse event received for joint laxity and instability. Event is serious and is considered severe. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2016, date of revision: (B)(6) 2022, (right knee). Treatment: revision of tibial insert.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notes received indicated that "on (B)(6) 2016, the patient had right cemented total knee arthroplasty to address primary osteoarthritis, end-stage, right knee. Depuy components were used during this procedure, including depuy patella. On 03/23/2022 the patient is status post right total knee replacement. It was noted that the patient has had some increased laxity in the right knee and has been experiencing pain."